Manufacturer narrative:
Vyaire file identification:(B)(4). Any additional information received from the customer will be included in a follow-up report. Results of investigation: the vyaire failure analysis laboratory received the suspect component for investigation. An evaluation of the component could be confirmed and duplicated. The r608 is faulty. This issue will be internally investigated within vyaire.

Event description:
The customer reported while using the vela ventilator; the device displays post dac or adc errors in the events log. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.